Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of injury or death to the patient and was left in place. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on 10/24/2015, that a sign im nail implanted on (B)(6) 2014 to repair a fracture of the right femur; showed a broken screw in the x-rays taken during a follow up visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on 10/21/2016, it was reported that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. Surgeon comment: "patient reports he was standing from a sitted position when he felt sudden weakness on the limb. No history of trauma. Was on full weight bearing."